Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing and diaphragmatic stimulation when texting were observed. The device was explanted.

Manufacturer narrative:
No conclusion code available. The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.